Manufacturer narrative:
(B)(4). The sample has been received and is available for evaluation. Once the sample has been evaluated a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). A companion sample was submitted for evaluation. A visual examination of the sample did not reveal any abnormalities. A leak test at 0.56 bar(pressure) was performed on the companion sample. No leaks were revealed. The pressure was increased to 3 bar and still no leaks occurred. The root cause of this condition was not identified. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor sample reports to determine if further actions are required.

Event description:
A nurse reported to baxter (B)(4) of a blood administration set leaking. The nurse noticed leaking of blood during a transfusion: a few drops of blood leaked between the tubing and the screw thread. When the nurse noticed the leaking, the patient stated that he had made the same observation during his previous two donations. At the time he didn't say anything because he thought the leaking of a few drops was nothing of particular interest. The nurse checked another fresh unit of and she found the screw thread rather lose on the tubing. There was no patient injury or medical intervention necessary. No additional information is available. This is report 2 of 3 of the same reported problem from this facility.